Event description:
A nurse reported a case of endophthalmitis following an intraocular lens (iol) implant procedure. The patient experienced vision loss six days following the procedure and was treated by a retinal specialist. The vision had been restored with minimal ocular issues. No known device has been implicated as the cause of this event. Additional information has been requested but none has been received.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested but none has been received. (B)(4).